Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal femoral nailing system (tfna) procedure the 3.2 guide wire was inserted in typical fashion according to technique guide. An anterior lift was placed on the insertion handle by the physician to aid in fracture reduction. The 10mm tapered drill bit was used to open the lateral cortex. It was followed by the 6/9mm stepped drill bit, which is the instrument in question. During insertion and drilling there was an audible clicking at which time an intra-op x-ray was taken. It was at that point discovered that two of the fluted tips had broken off in situ as witnessed under x-ray images. The drill bit and guide wire were removed at this time and was slight bent to the wire, as well as the broken end of the drill bit. Procedure was completed successfully. This report is for (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g1: physical manufacturer address updated. H3, h6: investigation summary investigation flow: damage visual inspection: the 6mm/9mm cannulated stepped drill bit (p/n: 03.037.022, lot #: f-31533) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken. The broken fragment was not returned. No other issues were observed with the returned device. The device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review . Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion. The complaint condition was confirmed for the 6mm/9mm cannulated stepped drill bit (p/n: 03.037.022, lot #: f-31533). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.037.022. Lot: f-31533. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: feb. 18, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.